Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as red irritations with cuts and an open abrasion on left side. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse recommended an ointment and bandaged the area for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.